Manufacturer narrative:
Concomitant medical products: dtma1qq, crt-d, implanted: (B)(6) 2020; 429888, lead, implanted: (B)(6) 2020. Evaluation summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post-implant during a follow-up office visit, the atrial lead threshold was noted to be high. The patient mentioned having pleuritic, mid-sternal pain when taking deep breaths and when lying on the left side, since implant. A chest x-ray noted possible lead dislodgement, with large far-field ventricular signal noted on the atrial electrogram (egm). Pericardial effusion was also noted. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.